Event description:
Territory business manager for invacare states the end user has had several issues with the back on her chair due to hardware coming loose. Tbm states invacare is replacing the back on her chair with a retro fit back that may be more durable for this customer.